Event description:
On october 3, 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch basic enhanced meter was giving the 'not ok' error message. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however, was unable to reach him by telephone. On october 5, 2006 the mas mailed a letter requesting the patient contact medical affairs. The mas also reviewed the recorded telephone call. On october 2, 2006 at 2:00 am the patient obtained the 'not ok' error message on the reported meter upon powering on. The mas confirmed by reviewing the recorded call that the event occurred in 2006 not september 2, 2006 as originally documented. The patient did not obtain a blood glucose reading. At that time, the patient was experiencing the symptoms of dizziness and sweating. The patient took no action following the use of the meter. A family member took the patient to the emergency room, where his blood glucose level was tested to be 180 mg/dl and his blood pressure was also elevated. The patient was treated intravenously with insulin. It would have been helpful to determine how long the 'not ok' error message had been occurring, if the patient woke up experiencing the symptoms, if the patient attempted to test his blood glucose level during the symptoms, the patient's previous blood glucose readings, what meals and medications had been taken the day prior to the event, and his medication regimen. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient was incorrectly cleaning the meter, which can cause error message. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. While symptomatic, the patient was unable to obtain a blood glucose reading on the reported meter due to the error message. He received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.